Event description:
The manufacturer received information that preventive maintenance was due on a trilogy evo ventilator. There was no harm or injury reported. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer's complaint was confirmed. During the functional testing of the device, the active exhalation verification test failed due to the malfunction of the proportional valve and the 3-way solenoid valve. The proportional valve and 3-way solenoid valve was replaced to address the issue. Additionally, during the service of the device, it was noted the system printed circuit board assembly (pca) was not transmitting data due to contamination as well as physical damage. The pca was replaced due to the physical damage as it does not transmit data. Preventative maintenance was completed on the ventilator. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements. Additional findings not related to the malfunction/issue: components affected by contamination were replaced. The rear cover and main housing were replaced due to cosmetic damage.